Event description:
On january 30, 2024, an amazon customer commented that the product was a false negative. The reporter conducted three tests. Her husband took two. This is the only product that comes out as a negative. All tests were completed within 1 hour. She mentioned that she's kind of an expert at doing that because she tests herself every week. Importer comments: it is impossible to know which results are false based solely on the reporter's explanation. Since the reporter only mentioned one negative result out of the three tested, we are reporting only the non-detection of covid-19. Due to the system functionality to not allow seller can leave the comments on the website or contact the reporter, it is not able for us to follow up to collect additional information and such as product information (lot #, expiration date, etc.) Following by reporter's consent.